Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. The unit was analyzed and logs showed error 32056, indicating a fault on the usm yaw axis and confirming the fault occurred in the field. Visual inspection did not identify any issues related to the reported event. The usm was then installed on a psc fixture test platform (pftp), where the usm agc current was found to be failing on the yaw axis. Following this, the yaw searchlight ffc was aba tested and verified to be the source of the fault. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that they encountered a recoverable fault 32056 on the arm 3. Before contacting tse, the user had already power cycled the system without resolving the issue. Tse then instructed the user to perform a hard power cycle and to exercise the affected arm. After these steps, the system powered on but continued to display errors, and the user were informed of the option to disable the arm. The user planned to aborted to another dv system to continue with the procedure. No known impact or patient consequence was reported.